Event description:
Pt is a 47-yr-old female who had a previous subcutaneous mastectomy with breast implants placed in 4/85. Those implants were removed and other implants were placed 2/10/87. After the second implant, the pt was having progressive capsular contractures and deformity as well as breast discomfort and hardness to the chest area. It was noted during the surgical procedure that the implants were ruptured with the presence of free silicone gel. The implants were removed and examined by pathologist. Care was given to maintain the same condition as removal. The implants were sent per federal express, maintaining osha and federal guidelines, to dr. This was done at the request of the pt and her atty pending a potential legal claim.